Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the foot failed to retract. The physician tried to maneuver the lever that controls the foot, but the foot would not close. The device was pulled out. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned partially deployed and the returned condition substantiated the reported failure to retract the foot. Contributing factors for failure to retract the foot can include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or deployment techniques. During manufacturing, the foot was deployed and retracted to verify needle trajectory. The reported mild calcification in the common femoral artery could have contributed to failure to retract the foot as tissue caught underneath the foot could interfere with the lever closure and foot retraction, but this could not be confirmed. Per the instructions for use, the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Inspection of the returned device indicated that the handle halves were popped open. During testing, as the plunger was removed from the device, the needle follower was found broken and both needles were observed bent at the proximal end. The observed damage is consistent with forcibly closing the lever to retract the foot prior to removing the plunger to retrieve the suture. No manufacturing or quality deficiency was detected as a result of this investigation. Based on our manufacturing inspection criteria and the successful test of the device foot deployment and closure during the manufacturing, the probable cause was determined to be incorrect deployment sequence as the lever was forcibly closed to retract the foot prior to removing the plunger to retrieve the suture. A review of the device lot history records did not reveal any nonconforming material records that would have contributed to the reported failure to retract the foot. A query of the complaint database was performed for this lot and there does not appear to be any product quality deficiency.